Event description:
A medtronic (B)(4) rep reported that when the surgeon would hammer on the awl probe tap, (apt) handle the screw on the spine frame at the starburst would loosen. The surgeon had to constantly monitor the screw and tighten it when it came loose. This did not result in any inaccuracy. The surgeon was not using a large hammer and the surgeon was not hitting the apt handle very hard. The screw was fully tightened each time, but it would still come loose. Medtronic rep reported that the case was successful and there was no impact on the pt outcome reported.